Event description:
A (B)(6) pt underwent nanoknife ire treatment for liver and abdominal wall cancer on (B)(6) 2010. During the treatment, an adverse event was reported for probe migration. One of four probes migrated (>5mm). Surgeon pulled probe back to maintain same depth as other probes.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore, a device evaluation was not conducted in regard to this event. A review of the quality inspection and manufacturing documents determined that the device met all specification and quality requirements. In addition, review of the hardware service database showed no service orders for the generator around the time of issue. The cause of the probe migration could not be determined. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).